Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 322mg/dl. Customer reported having to administer a manual injection due to high blood glucose levels. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to alarms. Insulin pump had a constant alarms noted. An unexpected restart alarmed after battery change due to broken solder joint connector on interface board. Insulin pump was unable to confirm motor error alarms due to alarms. However, insulin pump had a corroded motor home switch noted, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.